Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in pacing impedances. Impedances previously measured 450 ohms and now measure 1,650 ohms. The same impedances were seen in both bipolar and unipolar. Additionally, thresholds have increased. There were no observations of noise and nothing could be reproduced. The device was re-programmed to adjust the sensitivity. The patient is scheduled for a lead extraction and re-implant with the new few weeks. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this right ventricular (rv) lead was explanted and replaced successfully. It was noted that this lead was difficult to remove. No additional adverse patient effects were reported.